Event description:
Additional information received: the patient had a magnetic resonance image (MRI) in (B)(6), 2012 that showed some other areas of injury beside where the catheter goes. Nerve damage from the brain tumor caused the patient to be paralyzed in some areas and walk with a limp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving effective therapy and was having difficulties finding a facility to replace the pump. The patient stated that the pain in her back was still not being controlled. The patient stated that her quality of life was not where it needed to be and that her life was 'totally sucky' and felt like she was becoming a 'big, fat recluse.' The patient was not able to stand and make breakfast because the pump was not taking care of her pain. The patient reported 'grasping at straws,' having a lot of life stresses, and feeling like a 'big, fat pain bottle.' The patient had swelling in the legs and felt like the function of her left hand/arm had not been as good over the past few months. The patient had a history of brain tumor and had weakness/nerve damage on the left side, specifically left arm and hand. The patient reported not receiving sufficient medication and was concerned about her breakthrough medication. The patient stated that her physician told her not to take her breakthrough medication and talked to her physician about her concerns with the therapy. It was reported that the pump was replaced in 2005 for both pain and spasticity and the patient needed her pump replaced to prevent withdrawal. The patient was having difficulties finding a facility and a physician to perform the replacement surgery and was afraid the pump would alarm and she would be out of options. It was also reported that the pump was checked 'a couple of times recently' and the battery was 'ok' and the pump seemed to be fine. The physician was to adjust the dose during the next office visit in (B)(6). The device system was used to deliver dilaudid and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).